Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the physician delivered the pta savvy 2.0mm x 2.0cm 80cm balloon catheter (bc) to the target lesion and inflated twice at the rated burst pressure with no reported product issue. However, during removal from the patient, the bc with the guidewire inside became stuck in the catheter sheath introducer (csi). The bc, guidewire, and csi were removed as one unit. The procedure was completed successfully using another product. There was no reported patient injury. The patient is in stable condition. The target lesion was unknown. The lesion was reported to be: moderately calcified, and severely tortuous. The approach was ipsilateral from the right femoral artery. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was no reported loss of access to the target lesion. There was no reported difficulty removing the product from the vessel/lesion.

Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the physician delivered the pta savvy 2.0mm x 2.0cm 80cm balloon catheter (bc) to the target lesion and inflated twice at the rated burst pressure with no reported product issue. However, during removal from the patient, the bc with the guidewire inside became stuck in the catheter sheath introducer (csi). The bc, guidewire, and csi were removed as one unit. The procedure was completed successfully using another product. There was no reported patient injury. The patient is in stable condition. The target lesion was unknown. The lesion was reported to be: moderately calcified, and severely tortuous. The approach was ipsilateral from the right femoral artery. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was no reported loss of access to the target lesion. There was no reported difficulty removing the product from the vessel/lesion. The product was returned for inspection. One non sterile catheter pta savvy 2.0mm x 2.0cm 80cm was received coiled inside a plastic bag. The balloon was previously inflated. Blood residues were noted along the shaft. The unit was introduced into a 4f cordis sheath introducer and was removed without any anomalies. An attempt to introduce a 0.018 cordis guide wire was performed and it could not pass through the guide wire lumen; this condition could be related to the residues of dried blood. The unit was cross sectioned and it was noted that residues of dried blood were obstructing the guide wire lumen. A review of the manufacturing documentation associated with this lot presented no issues that could be associated with the reported complaint. The reported customer complaint of withdrawal difficulty was not confirmed through failure analysis, resistance /friction with the guidewire lumen was confirmed, possibly related to blood residue within the lumen. Without the return of the sheath involved with the incident it is not possible to determine an exact cause for the difficulties the customer encountered. However, device interaction such as a kink in the sheath could have been a contributing factor. There is nothing in the analysis or the reported information to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.